Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). A patient outcome was reported to abbott. It was determined the patient had an asymptomatic post-operative subdural, intraparietal, and intraventricular hematoma. No intervention scheduled as the patient is stable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had an asymptomatic post-operative subdural, intraparietal, and intraventricular hematoma. The patient had no intervention performed and is now stable.